Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and lemo receptacle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited self-rebooting. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of power cable from monitor to c-arm has loose connection at the c-arm, c-arm wants to reboot intermittently. The fse found that the interconnect cable and interconnect receptacle were not mating properly and that there were broken wires in the interconnect cable. These cables contain the signal and power lines that control the c-arm. The fse replaced both the parts and verified system functions correctly without re-boots. Based on the age of the system (date of manufacture, 2/07/2005) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.